Event description:
Tip came off of tunneler sheath during procedure. As reported.

Manufacturer narrative:
Scanlan international, inc. Has made multiple attempts to gain further information. No further information is available. Device disposition unk.